Manufacturer narrative:
The reported failure of a disconnected exhalation tube is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging the active exhalation purge verification test step had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices exhalation tube was disconnected causing the active exhalation purge verification test step to fail on the device. In conclusion, the device's exhalation tube was reconnected to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the rear enclosure assembly and bluetooth label were replaced due to physical damage unrelated to the reportable issue. The rubber feet were replaced due to missing on the device. This was unrelated to the reportable issue. The device passed all final testing.